Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number are unknown.

Event description:
It was reported during surgery, the 80-0759 t8 stick fit hexalobe driver tip broke. The driver tip was removed and the surgery was completed with no delays. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00388 for the driver involved in this event.